Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, pelvic pain, anxiety, depression, irregular periods, vaginal bleeding, dysmenorrhea, low back pain, breast discharge, pelvic congestion, blurry vision, vomiting and fatigue. Concomitant products included ibuprofen, naproxen sodium (aleve) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), 3 months 14 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain ("pain / lot of pain"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding /prolonged menstrual/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cyst"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and vision blurred ("vision/eye problems type: blurry"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), adnexa uteri pain ("ovaries pain"), menstrual disorder ("prolonged and abnormal menstrual"), pelvic cyst ("pelvic cyst") and breast cyst ("breast cysts"). The patient was treated with ceftriaxone sodium (rocephin) and breast removed. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, adnexa uteri pain, vaginal haemorrhage, migraine, nausea, weight increased, vision blurred, pelvic cyst, breast cyst and ovarian cyst outcome was unknown and the abdominal pain lower, dysmenorrhoea, menorrhagia and menstrual disorder had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, breast cyst, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic cyst, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff's has complained, and continues to complain, about these symptoms to her healthcare providers. She has not yet been able to undergo surgery to remove the essure micro-inserts. She continues to suffer from the symptoms outlined above. Essure did not worsen a previously existing injury/condition. Plaintiff was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in 2009: results: that everything was fine. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs was received - event "other injury(ies) or complication(s) please describe: ovarian cyst" , onset date added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.